Event description:
Philips received info where the customer reported that while positioning a pt for the procedure, they pressed the up button and the pt support lowered down to 20 cm and the e-stop activated halting the motion. There was no report of harm to the pt or operator as a result of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).